Event description:
It was reported that the foley catheter was actually placed on (B)(6), but because of the intra-aortic balloon pump, the patient was unable to get out of bed to the chair until (B)(6) 2022. Upon getting the patient out of bed for the second time, the catheter was found on the floor with an uninflated balloon. They reinserted volume into the balloon, and the balloon inflated without difficulty. They did need to reinsert a new foley in the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿balloon not completely sealed to shaft¿. It was unknown whether the device had met relevant specifications. The product was used for diagnostics and treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (unknown latex temp-sensing catheter) product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheter was actually placed on (B)(6), but because of the intra-aortic balloon pump, the patient was unable to get out of bed to the chair until (B)(6) 2022. Upon getting the patient out of bed for the second time, the catheter was found on the floor with an uninflated balloon. They reinserted volume into the balloon, and the balloon inflated without difficulty. They did need to reinsert a new foley in the patient.